Event description:
Wound prepped with betadine and stay suture removed, suction released from bulb. Pt instructed to take a deep breath. Doctor pulled on the drain. It stretched and broke. 2% lidocaine injected into tissue. Incision enlarged, hemostat used to find end of drain. Pulled on it and it broke again. Decision made to remove the drain under general anesthesia.